Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they were no longer feeling stimulation in their painful area. The patient reported having good coverage and good pain relief in that area about a month prior to the date of this report. No falls or traumas were reported that could have caused or contributed to the issue. Impedance tests were performed and the results were normal. A manufacturer representative was able to reprogram the patient for good coverage in their painful area in all positions. The patient appeared happy with the programming and the issue was resolved. The patient¿s status at the time of this report is ¿alive, no injury.¿ indications for use are spinal pain and complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.